Event description:
The customer contacted physio-control to report that the service indicator is illuminated and their device was rebooting itself and that they were unable to power the device off. As a result, defibrillation would not be possible, if it were necessary. This was discovered during routine morning inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the system controller pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and their device was rebooting itself and that they were unable to power the device off. As a result, defibrillation would not be possible, if it were necessary. This was discovered during routine morning inspection. There was no patient use associated with the reported event.